Event description:
It was reported that by the customer that on (B)(6) 2010 the fiber forward fired at 49,271 joules. No patient injury was reported. The device was not returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.